Event description:
Consumer called to report her plink meter giving inaccurate results. Readings are very erratic. Analysis run on clark error grid using mean avg. Readings (96) vs. Bd readings of (216, 25, 48) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.